Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx covered stent was to be used to treat a malignant stenosis in the common bile duct during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent was able to be deployed; however, under radiography the stent was noted to move out of position. The stent was removed with forceps and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A deployed wallflex biliary rx fully covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found no damage or any issues with the stent. The stent was measured to be within specifications. Taking all available information into consideration, the investigation concluded that the reported failure was likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu)/product label. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no other similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx covered stent was to be used to treat a malignant stenosis in the common bile duct during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent was able to be deployed; however, under radiography the stent was noted to move out of position. The stent was removed with forceps and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.